Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 insertion through the axillary artery met a lot of anatomy resistance. After multiple attempts the case was aborted. After removal of pump the catheter shaft of pump was kinked and bent.

Manufacturer narrative:
The investigation into the reported delivery issue ¿ use has been completed since the original report was filed. The root cause of the delivery issue was most likely due to patient condition.